Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during review of the customer's pump history an auto-off alarm was discovered to have occurred. The customer's blood glucose level was 392 mg/dl with large ketones. The contact could not recall how the bg level was treated, but thought insulin pens were most likely used. Tandem technical support reviewed the auto-off feature with the contact. The contact stated that the customer had disconnected from the pump and reverted to another insulin method to manage diabetes.